Manufacturer narrative:
The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The insulin pump was programmed a constant basal rate for 24 hours; daily totals screen matches programmed basal rate. The bolus and basal features functioned properly during our testing, no unexpected history anomalies noted during testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had history anomaly. Customer's blood glucose at time of incident was unknown. Customer has a history anomaly in her daily totals where there is a massive increase in basal delivery on (B)(6) 2016. Customer had a basal of 56.1u and on (B)(6) 2016 had a basal of 36.4. Customer did not make any adjustments to basal and doctor is on vacation so she cannot make adjustments. Customer was advised that we are replacing the pump.